Event description:
A consumer who is by profession a pharmacist reported a needle stick injury from a syringe with broken needle tip and missing shield. He received a tetanus shot.

Manufacturer narrative:
Product has been received and evaluation in progress. Complaint history check yielded no other complaints for similar condition for the lot reported. No trends were noted. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.